Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated and tones were not emitted with magnet application. The physician elected to explant the device.